Event description:
Information was received indicating that the level 1 hotline low flow system had a suspected faulty float switch. The issue was discovered during testing with no patient involved.

Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system (hl-390), was returned for investigation in used condition. The unit was cracked on the front cover, and on the bottom right hand corner. The customer reported, product problem (a suspected faulty float switch) was not confirmed, during functional testing. No problem was found with the device.